Event description:
It was reported that the ilet did not charge when placed on the charger, the charger¿s indicator light would not illuminate, and the user had already attempted troubleshooting steps including reseating connections and trying different outlets, consistent with a charging problem involving the battery charger component; the ilet battery level at the time of the call was 77 percent. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.